Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, the iol would not fit properly. The posterior capsule was torn and the incision was enlarged to accommodate placement of an anterior iol. A vitrectomy was also performed. Additional info has been requested.